Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced battery failed alert. Customer's blood glucose value was 11 mmol/l at the time of the incident. The customer was assisted with troubleshooting and self test passed for pump error alarm. Customer will not return device for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, failed battery test alarm, pump error 15 alarm or pump error 4 alarm noted during testing. No pump error 15/4 alarm found in the pump history.(B)(4).